Event description:
It was reported that the pump's usb port was damaged and bent, affecting the ability to charge the device. There was no reported impact on the customer's blood glucose level at the time of the event. The distributor confirmed that the pump was within warranty and arranged for its replacement. However, the customer chose not to disclose what type of backup insulin therapy they would use.